Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/left occlusion only') in an adult female patient who had essure (batch no. D01974) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain and menorrhagia outcome was unknown and the fatigue, weight increased, nausea, migraine, headache and hormone level abnormal had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, she implanted essure (as per ppf, discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: 1. Occluded left fallopian tube with a well-positioned essure device. 2. Patent right fallopian tube without associated essure device in place. 3. Second essure device projecting in the low midline pelvis paralleling the hysterosalpingogram catheter with oblique positioning appearance would favor this to be within the mid to lower cervix and upper vagina. I did not visualize the catheter at real-time. Clinical correlation needed. The anterior extent may be within the wall of the cervix or vagina.. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified). Left occlusion only. Most recent follow-up information incorporated above includes: on 30-oct-2020: medical record received : lot number was added. Reporter information, lab data and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/left occlusion only') in an adult female patient who had essure (batch no. D01974) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain and menorrhagia outcome was unknown and the fatigue, weight increased, nausea, migraine, headache and hormone level abnormal had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, she implanted essure (as per ppf, discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: 1. Occluded left fallopian tube with a well-positioned essure device. 2. Patent right fallopian tube without associated essure device in place. 3. Second essure device projecting in the low midline pelvis paralleling the hysterosalpingogram catheter with oblique positioning appearance would favor this to be within the mid to lower cervix and upper vagina. I did not visualize the catheter at real-time. Clinical correlation needed. The anterior extent may be within the wall of the cervix or vagina.. Imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified). Left occlusion only. Batch no d01974 production date 2014-08-26 expiration date 2017-08-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-nov-2020: quality-safety evaluation of ptc. (Product technical complaint). We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration/left occlusion only') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), nausea ("nausea"), migraine ("migraine") and headache ("headaches") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device dislocation, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain and menorrhagia outcome was unknown and the fatigue, weight increased, nausea, migraine, headache and hormone level abnormal had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, hormone level abnormal, menorrhagia, migraine, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: on (B)(6) 2015, she implanted essure (as per ppf, discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2014: essure confirmation test(s) (unspecified) left occlusion only. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: reporters details updated and patient demographics and laboratory data were added. Essure indication updated. Injury event was updated to dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding), fatigue, weight gain, nausea, migraine, headaches, hormonal changes, migration. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.